Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process. There was no impact to the customer's blood glucose level. Customer added more insulin and completed load process successfully.